Event description:
It was reported that during testing, the motor was not driving. Another motor on the device worked normally in comparison. No patient was involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d3: corrected. Section d4: corrected. Section g8: correction: the initial report was incorrectly submitted with a fei-based manufacturer report (MFR) number: 3003306248-2024-02771. The MFR number should have been cfn-based with the 7-digit cfn being 2916596. Manufacturer¿s investigation conclusion: the reported event of the centrimag motor being unable to start, which would result in a motor-related alarm, was not confirmed. The centrimag console (serial number: (B)(6) was not returned for analysis, and no log files were associated with the reported event. Available information indicates that the issue resolved upon exchanging the centrimag motor; however, the cause of the event was unable to be conclusively isolated to the motor per its investigation. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during testing, the motor would not activate/spin/drive. The issue was found by the staff during their quality control of the device using a test loop. The unit was exchanged with another, and the motor was sent for evaluation. No issue was found, and the unit was shipped back. The unit was placed back into service, but it was unknow if it had been used since it arrived back.